Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After cuts for size 3 femoral implant, surgeon liked the way size 2 femoral trial fit more. Tka procedure. Logs: (B)(4).

Manufacturer narrative:
Reported event: an event regarding implant not fitting correctly involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 506 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding incorrect femoral trial fit. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. Device not returned.

Event description:
After cuts for size 3 femoral implant, surgeon liked the way size 2 femoral trial fit more. Tka procedure. Logs: (B)(4).